Event description:
It was reported that during a prostate procedure, two surgical fibers were reported to have failed due to high fiberlife activity / blinking output beam and error message, at 699 joules, 22 seconds and 1200 joules, 30 seconds of use respectively. The procedure was cancelled / aborted. There was "no patient injury" reported. This event is for the second surgical fiber used.